Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one sprinter legend balloon catheter had stylet removal issues. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with issues noted. Negative prep was not performed. The device was been flushed per IFU. It was detailed that when an attempt was made to remove the stylet the healthcare worker's glove tore. The user did not sustain any injury. It was observed that the small eyelet of the underwire was open and had the appearance of a hook which caused the glove to tear. Another attempt was made to remove the stylet; however, resistance was noted, and the stylet was unable to be removed. Very little force was used when attempting to remove the stylet. The stylet appeared to be glued to the balloon. There was no patient involved.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The device was returned with the stylette stuck in the device. A visual inspection could find no issues with the tip or the rest of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.